Event description:
After patient experienced ongoing pain and swelling, surgeon made decision to revise total joint. Moderate blackening had occurred. Synovitis was minimal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.